Event description:
Information received by medtronic indicated that the customer had crack on the battery compartment and damage to pump¿s retainer ring.  No harm requiring medical intervention was reported. Troubleshooting was performed; however, it was unknown whether the customer will continue use of the device or not. The product will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states